Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4f1740y); sigphandle, sig power handle sigphandle-rfb (serial # (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial # (B)(6)); sigpshell, sig power sigpshell control shell (lot # unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4f1617y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4j1793y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4g1995y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve procedure, the reload component broke, specifically at the articulation joint, causing pieces to fall into the patient cavity. An x-ray was required to locate the components within the patient cavity. The pieces were successfully retrieved through a laparoscopic intervention. A scan was conducted on the patient as part of the procedure. The event resulted in an extended hospitalization for the patient. Medtronic's initial evaluation of the incident found that the reload had damage to the cutting edge of the knife blade.